Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is start smoke and he unplug immediately into the wall outlet. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed a dust-like contaminant was observed on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, blower, heater plate, and bottom enclosure. What appeared to be dried liquid spots with potential mineral deposits were observed on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure, center enclosure, iso port, blower, blower box, heater plate, heater plate spring, and bottom enclosure, hair-like particles were observed on the water tank seal, water tank, ui display bezel, and bottom enclosure, the water tank was observed to have a heavy amount of what appeared to be mineral deposits on it, likely due to liquid ingress, the ui display bezel was observed to have what appeared to be burn marks on it, likely due to thermal damage to the pca, the q3 component of the pca was observed to have thermal damage, likely due to liquid ingress. The manufacturer observed multiple contaminants and was able to confirm the complaint or address the symptoms specified.